Manufacturer narrative:
The field service engineer was dispatched and perform various adjustments and cleanings, replaced parts, as well as verified the instrument's performance with performance testing. Based on the provided information no pre-analytic issue was found nor a product problem found for the reagent. As multiple service actions were taken by the service representative it is not possible to determine the error causing part, but a general issue in the flow path can't be excluded.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. The reporter noted that they have had the same issues in the past with total psa and it occurs with the first total psa measurement of the day. The sample initially resulted in a total psa value of < 0.006 ng/ml accompanied by a data flag. This value was reported outside of the laboratory to the patient. The patient complained about the value, so the sample was repeated twice, resulting in values of 13.01 ng/ml accompanied by a data flag and 13.17 ng/ml accompanied by a data flag. The repeat value was believed to be correct and was reported outside of the laboratory to the patient. The total psa reagent lot number was 46056203, with an expiration date of 31-jul-2021.